Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was having increasing difficulty recognizing and interrogating patient devices. It was noted that multiple radiofrequency (rf) programmer heads were used but the issue persisted. It was also noted that when the patient device was activated the wireless telemetry worked well. It was speculated that it could possibly be an issue with the rf connector. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of interrogation difficulty and the link electronic module (lem) printed circuit board was replaced and calibrated to resolve. It was further noted that the system fan was noisy and it was also replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.